Event description:
During the procedure, an unexpected shutdown occurred causing a delay. After 15 minutes of mapping with the advisor hd grid, the system froze and it was not possible to use the mouse or keyboard; no error messages were noted. An attempt to hit ctrl+alt+del did not resolve the issue. The dws attempted to reboot itself without success. Attempts to reboot the dws three times were unsuccessful. The dws was then forced to shut down by pushing the on/off button for five seconds, and all cables connected to the dws were disconnected and reconnected and the study resumed with no adverse consequences to the patient.

Manufacturer narrative:
One ensite x display workstation (dws) z4 was received for evaluation. The dws device accessories were connected along with power. Power was applied and the dws passed the power-on-self-test (post). The hardware test was able to load successfully, and the memory test was performed, which was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Memory testing was successful. Based on the investigation, and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains unknown.